Event description:
Clinical study. It was reported that after a percutaneous coronary intervention (pci) procedure, the patient experienced a target vessel reintervention (tvr). The lesion being treated in the index procedure was 3.0mm, 90% stenosis, 20.0mm long portion of the mid right coronary artery (rca). The physician direct stented with a 3.0x28mm taxus express2 stent at 16 atms. Post-stenting was performed with a 3.0x13mm unknown balloon at 24atms. The intravascular ultrasound (ivus) confirmed the stent was properly placed. Residual stenosis was 0% and timi flow 3. Nine month follow-up post procedure, confirmed stable angina pectoris. A day later, the coronary angiogram (cag) confirmed the lesion was 3.0mm, 90% stenosed, 20.0mm long portion of the mid right coronary artery (rca). Reintervention was performed 3 days after, and an unknown bare metal stent was implanted. Residual stenosis became 0%. The patient was hospitalized for 5 days. No angina was confirmed and the patient's condition became better. Patient status reported as "recovered". The patient was discharged on heparin, bayaspirin and panaldine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.